Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blurry image could not be reproduced and the root cause of the issue could not be determined, however, an error e216 and water leakage were confirmed, therefore there is a possibility that the issue was the result of a continuity abnormality due to water ingress inside the connector. Additionally, an error e204 was confirmed, so there is also the possibility that the issue was a malfunction of the zoom / focus switching function. The event may be prevented by following the instructions for use which state: ¿if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50 degree celsius (104 ¿ 122 degree fahrenheit) and then use the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the customer allegation was confirmed. After the plug unit and charge coupled device (ccd) failed, image flickered while testing the plug unit and error 204 was displayed while testing ccd. There were minor scratches on the insertion tube. The adhesive of the bending section cover was cracked on both sides and leakage was noted. Bends and scratches were noted on the distal end cover. Error 216 was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope exhibited focus error and the image was blurry. The issue happened during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.